Event description:
Additional information received indicates the lead had eroded at the burr hole site. This device is no longer considered reportable.

Manufacturer narrative:
Correction: additional information received indicates the lead had eroded at the burr hole site. This device is no longer considered reportable.

Event description:
It was reported that the patient the patient was not healing and the had erosion. In turn, surgical intervention took place wherein the dbs system explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.